Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated upon inserting the sensor, the patient experienced pain. On (B)(6) 2018, the sensor was removed and area where the sensor was inserted was sore and swollen, so the patient¿s mother took him to the doctor. The doctor checked to see if the sensor wire was still in the patient¿s body but did not find evidence that there was any portion of the sensor wire in the body. Additionally, patient¿s mother indicated that she did not check to see if the wire was attached to the sensor pod after removing the sensor. The doctor advised the patient¿s mother that the sensor wire may have hit a muscle during insertion which may have caused the soreness. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to remove "the doctor advised the patient¿s mother that the sensor wire may have hit a muscle during insertion which may have caused the soreness." From the initial MDR.

Event description:
Subsequent to the initial MDR, a correction has been made.